Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report: the initial report was originally submitted on date 14-jan-2024. For some unknown reason hamilton medical ag never received an acknowledgement notice. --------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------

Event description:
The following has been reported zo hamilton medical ag on december 19th 2023 customer reports, during start-up the unit displays " release valve failure". Also, tightness test fails (release valve defective) due to leaky or defective obstruction valve no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Preliminary analysis could confirm the complaint. Installed new check valve to correct issue. Updated tech state and performed service software checks per manufacturer specifications. Unit passed all functional tests.